Event description:
A 13.2mm vicm5_13.2 of -8.50 diopter implantable collamer lens had to be removed after implant because the center had a hole in it. The surgeon stated " during routine case, the defect in the center hole of the lens was noted after being inserted in the eye". There was no injury to the patient, a backup lens was implanted. In the reporters opinion the cause of the event is unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).